Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
The consumer reported the patient had a spinal surgery on (B)(6) 2015 which allowed the patient to be walking a little bit and relieved pain. Then, the patient had two falls within 10 days. On the second fall, the patient fell out of bed. Right after falling, the patient¿s nerve pain got extremely bad back down the back and front of the patient¿s legs and across both hips. The right side was worse. X-rays were done and it was determined that nothing from the patient¿s spinal surgery was undone. The consumer stated the doctor suggested the patient contact the manufacturer to schedule a programming appointment with a local manufacturer's representative. It was noted the patient was implanted with a pain pump. Relevant medical history included chronic low back pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.